Event description:
It was reported that the device was shorting, the issue was detected before the procedure. The procedure was cancelled.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. An evaluation was performed by smith & nephew. A visual inspection observed bent pins in the handpiece connector. The pins were not touching other pins or the housing. A functional test revealed the bent pins prevented insertion of the handpiece. The pins were straightened and the cable retested, no shorts were observed. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force, misalignment, or twisting of the connector during connection/disconnection to a handpiece.